Event description:
Add'l info: lens was explanted on 6/20/2001.

Event description:
Lens opacification observed approx 32 months post-operative. Visual acuity at last examination was 20/60. Lens remains implanted in the patient's eye.